Event description:
It was reported that the patient experienced a sub coronal infection and the replacement of a spectra device due to a salvage procedure. A patient outcome was not reported. Further information has been requested and is not yet available. Should additional information become available, a supplemental report will be submitted.